Manufacturer narrative:
Arjo has became aware of the event involving the maxi move passive floor lift and a sling (non-arjo product). It was reported that during the resident transfer from the wheelchair to the bed, sling loop detached from the spreader bar. As a consequence of the event, the resident fell out of the device and sustained a hip fracture. Arjo representative conducted the device evaluation at the customer facility. The functional and visual lift inspection showed that the device was in general good condition, no malfunction was detected. The device was working according to the manufacturer's specification. The photographic evidence indicates that non-arjo sling was used during the event. The maxi move instruction for use (001.25060 rev.4) contains the following information: "maxi move is intended to be used with arjo slings. Only use slings and stretchers supplied by arjo that are designed to be used with your maxi move". The patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular, the proper arjo sling is used and is correctly attached to the device. Despite our best effort, the customer did not reveal any additional information regarding the event circumstances. Sum up, when the event occurred the arjo device was being used for the patient's handling. No technical malfunction was detected that could cause or contribute to adverse event and from that perspective, the floor lift device was up to its technical specification at the time of the event. The sling used by the facility was a non-arjo product. We report this event to the competent authority based on the reported injuries sustained by the resident.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative become aware about new that there was the incident with the maxi move passive floor lift and passive loop sling. During patient's transfer leg left sling loop detached from the lift spreader bar. As a consequence the resident slide through the sling and fell on the floor what have led to laceration (injury required staples to close the wound).